Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was completely dislodged from the generator all the way to the suture sleeve in the pocket. The lead was capped. The patient condition was fine before and after the operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.